Event description:
In 2008: customer reports that the fluoro image from either monitor will appear the same. Only one small upper quadrant of the monitor looks to have a normal screen image. The monitors have this same screen quality from the very beginning of the day and customer has no other room to perform procedures. Physician implies they can no longer perform diagnostic procedures with the current image quality.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer troubleshot unit and found the photo multiplier tube was not tracking properly. Fse replaced pmt and verified full operation in accordance to lf procedures in the hut plus service manual. System returned to full service by the customer. The pmt (photo multiplier tube) allows for automatic brightness control. If it is not functioning, the redundant system is the manual mode which also controls the brightness. User could have used the manual mode, but did not. No similar MDR's were found in liebel flarsheim records.